Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other complaint reported in the lot number. Additional information was requested on 07/18/2011, 08/05/2011, and 08/08/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that she experienced halos, glare and decreased night vision following bilateral intraocular lens (iol) implant surgeries. She reported the lenses were exchanged for monofocal lenses and she is "very happy" with her current vision. Additional information has been requested. There are two medical device reports associated with these events. This report is for the right eye.